Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection , (B)(6) and vegetation was also noted on the right atrial (ra) lead. The ra and the right ventricular (rv) leads were removed and a temporary rv lead was used with the implantable pulse generator (ipg) temporarily due to the patient being dependent whilst medication was administered. Cultures had been taken an d on clear cultures the ipg and the temporary lead were removed and replaced with a new system implanted on the right side. No further patient complications have been reported as a result of this event.